Event description:
It was reported that during a laparoscopic gastrectomy procedure, a foreign matter attached to the 1st device, lot number k4c994. Jamming occurred in the 2nd device, lot number k4d95v. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was returned in good visual condition. Upon visual inspection, no foreign matter was found on the device. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining 15 clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. During analysis the jaws opened and closed as intended. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.